Event description:
Patient brought to cath lab following an abnormal thallium scan. Films reveal a long tubular 95% lesion in the proximal lad. Pt given angiomax per protocol and loaded with plavix 600mg. Lesion pre-dilated with 2.5x15 quantum maverick otw. A 3.0x18 xience v positioned and deployed. Final films reveal no residual stenosis. Pt to cssu at 1515. At 1600, pt complains of rt arm and chest pain of 8-9, with nausea, diaphoresis, and sob. EKG shows anterior epicardial injury. Pt back to cath lab emergently at 1620. Proximal lad 100% occluded. Dilated with 2.5x15 quantum maverick. Export catheter used to remove significant amount of thrombus. A 2.75x18 xience v placed distal to the previous stent in overlapping fashion at the site of what was felt to be a distal dissection at the end of the previously placed stent. Post dilated with a 3.0x12 voyager rx. Restored timi iii flow, widely patent stent sites. Integrilin drip per protocol.